Manufacturer narrative:
The following add'l info was noted: the guidewire was pre-loaded into the microcatheter prior to insertion into the pt and there was between these two devices. The vessel was characterized as non-calcified with no resistance when inserting the microcatheter to the target site. Additionally, there was no resistance during insertion of coils. Adequate, continuous flush was maintained throughout the procedure. However, there was no info regarding required excessive amount of torquing to advance to microcatheter to the target site. The final position of the proximal end of the microcatheter was in the splenic artery. The final effect on the flow of the vessel(s) was the aneurysm was closed, which was adequately packed. He was noted to be fine and has been discharged from hospital. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for a 20mm-splenic artery aneurysm. The 7-8th medico's hirata coil was advanced through the rapid transit microcatheter and the support celcon balloon catheter. However, there was difficulty detaching the coil. Event though the physician rotated the coil delivery system anticlockwise to detach the coil, it failed to detach again. Therefore, this coil along with the microcatheter was withdrawn from the pt without difficulty. However, subsequently, after performing the angiography, 45cm of the microcatheter was observed in the pt. The physician attempt to retrieve this separated microcatheter part using a snare catheter, but this attempt was unsuccessful. Consequently, add'l coils (number unknown) were inserted inside the separated part of microcatheter that remained in the aneurysm to affix it in place. No surgical attempt was made to retrieve the separated part.